Event description:
A user facility reported to olympus, that the evis exera iii colonovideoscope bending section adhesive appeared chipped, peeling and irregular. In addition, the scope had reduced angulation. Upon inspection and testing of the customer returned device, foreign material was found logged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light guide rod lens cracked, charged coupled device lens cover chipped, light guide bundle fiber broke, distal end cover dented, bending section rubber glue had visible thread, bending tube shorten, connecting tube/passive bending scratch, coil pipe plate deformed, air /water nut painting peel off, suction cylinder nut painting peel off, universal cord scratch, lug unit damaged housing, up down/right left knob angulation less or specified value, down/right left knob angulation play, water function specify water flow (ml/min) failed, and air function specify air flow (ml/min) failed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to device handling/reprocessing by the user that deviated from the instructions for use (IFU). The user can detect the suggested event by handling the device in accordance with the following IFU: "operation manual_ preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". The user can possibly reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "reprocessing manual_precleaning the endoscope and accessories. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w (air/water) channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.